Event description:
The olympus representative reported on behalf of the customer, during pre-use inspection, the evis lucera ultrasound gastrovideoscope presented with black adhesive attached to the back of the forceps elevator at the tip. The intended procedure was completed with a similar scope. No patient injury or procedure impact reported. Two (2) gastrovideoscopes were reported with the same issue. The scopes had been reprocessed in the oer-3 endoscope reprocessor. The facility had previously reported the same issue with two (2) additional gastrovideoscopes. The facility was concerned if the adhesive was about to peel off, dirt could accumulate. This complaint is related to patient identifiers: (B)(6) (gf-uct260, sn: (B)(4) , (B)(6) (gf-uct260, sn: (B)(4) and (B)(6) (gf-uct260, sn: (B)(4).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the complaint's reported issue was not confirmed. No abnormalities were found on the device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.